Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 018 dcb catheter was received for evaluation. During visual evaluation, the balloon was noted to have some twisting. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon. The balloon was inflated and maintained pressure. The balloon was then deflated without issue. No other functional testing was performed. Although the balloon was inflated and deflated with no issue, the investigation is confirmed for the reported balloon twisted upon inflation as twisting was noted on the balloon during visual evaluation. A definitive root cause for the reported balloon twisted upon inflation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025), g3, h6 (method). H11: e1, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly failed to inflate. It was further reported that the balloon allegedly twisted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly failed to inflate. It was further reported that the balloon allegedly twisted. There was no reported patient injury.